Event description:
Healthcare professional "exchange from textured to smooth implants due to the patient's concerns with the product and capsular contracture baker grade unknown." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.